Event description:
It was reported to philips that the device has a broken front button. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
It was reported to philips that the device has a broken display front button. There was no patient involvement. The bench technician evaluated the confirmed the damaged display. The device needs a display. The bench review has found that the display was damaged. The device needs a display. A quote has been sent to customer for a display.